Event description:
It was reported that during the implant procedure, the physician was unable to insert the lead into the implantable neurostimulator (ins), despite multiple attempts. It was stated that the setscrew was backed out five times without success. The lead did not appear to have any faults. The setscrew was reportedly backed out until it felt like it was completely out. Another attempt was made to reinsert the lead without success. A different ins was used and the lead inserted without any problems. There was no patient injury. The issue was stated to be an out of box failure.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant medical products: product ID neu_wrench_acc, product type: accessory. Analysis of the implantable neurostimulator found there was an obstruction in the connector port. Visual examination revealed that there were small beads of foreign material on the inner seal between the set screw block and the first balseal. X-rays of the connector block revealed no abnormalities. A known good 3093 lead was attempted to be inserted, but the lead would not pass through the inner seal between the setscrew block and the first balseal. X-rays were taken with the lead inserted to check if the lead was making contact with the first balseal; it did not appear to be. Another lead insertion was attempted and the lead went fully into the port. Visual examinations revealed the small beads of foreign material on the seal were gone and could not be found inside the port or stuck to the lead. There was no visible evidence of rework in the filler adhesive. The first inner seal was removed by destructive analysis. There were no visible anomalies on the seal that would have prevented lead insertion. The inner diameter specifications were .040 +/- .002; the seal was loose on a .039 gage pin and snug on a .040 gage pin. The root cause of the port blockage could not be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.